Manufacturer narrative:
H.3. Evaluation summary. The device history record was reviewed to ensure that sterilization and packaging procedures were followed and that applicable specs were met. The review indicates that the device was sterile when shipped. The device had been implanted prior to 3/6/2001, its use before date. Based on record review and the user facilities medical opinion, co has concluded that the device did not cause the pt's infection.

Event description:
The lead and associated implantable cardiac defibrillator were explanted due to infection. The infection is being reported under an agreement that was communicated to FDA on 11/3/1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA's office.